Manufacturer narrative:
Follow-up #1: date of submission 09/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: a review of the pump¿s black box data confirmed cs 078 errors (motor rewind error) occurred. During investigation, the pump rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no alarms occurring. The pump was opened to inspect motor related components; an excessive application of adhesive was observed on the motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.